Event description:
It was initially reported on (B)(6) 2012 that the physician's ac power cord for the dell x50 handheld computer was damaged due to somebody inadvertently slamming the cord in a drawer. It became frayed and exposed, so they requested a replacement ac power cord/adapter. The company representative confirmed that the damage was due to the site's handling and they were not alleging a device malfunction. A replacement was provided, but later on (B)(6) 2012, it was reported that the computer would not charge. It was initially thought it was a power cord issue, however even with the power cord, the handheld would not charge and thus the battery was depleted. A replacement handheld computer was provided to the site, and the troubled computer was returned to the manufacturer for product analysis. No mishandling was suspected, and the programming system is stored at room temperature in the provided nylon sack plugged into the ac power outlet. Product analysis has not been completed to date on the returned computer and related software. It was noted upon receiving that the battery was inserted backwards into the computer.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for both the handheld computer and related software. The ac adapter was not returned for analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Also during the analysis it was identified that the main battery was inserted backwards. This anomaly can also prevent the handheld from charging the main battery. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.